Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured before reaching the nominal pressure. The procedure was completed with a different device. No complications were reported.